Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose levels (39 mg/dl). Reportedly, customer fell and the touchscreen became cracked and no longer functional. Customer stated that the pump beeps and vibrates, however, the screen does not illuminate. Customer stabilized blood glucose levels with glucagon tablets and juice.

Manufacturer narrative:
Low bg issue- pump logs did not record any low bg levels on (B)(6) 2016. User requested a bolus without entering current bg levels. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to low bg event. Pump logs do not indicate that the insulin pump caused or contributed to low bg level. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed and the reported low issue could not be confirmed. However, a different issue was found.